Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus netherland for evaluation. In the evaluation, the subject device passed leakage test but following damage were found. Scratches and chips on the light guide lens cover and object lens. Scratches on the adhesive around the lenses. Dent and scratches on the distal end cover. Scratch on the insertion tube. Scratches in the air/water channel cylinder and the suction channel cylinder. The exact cause could not be conclusively determined but the damages likely due to the handling at the user facility could not be ruled out as a factor of the reported event.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing test at the user facility, the subject device tested positive for unspecified bacteria. Olympus followed up with the user facility to obtain additional information on the event. However, other detailed information such as the number of the bacteria has not been provided from the user facility at present. There was no report of patient infection associated with the event.